Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, when passing through the wire, there was a bit of stiffness occurred. After completing the first dilation, the device was pulled back and found that the outer sheath near the balloon's distal end was separated. The device was slowly and carefully removed from the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597. Device evaluated by MFR.: the device was returned for analysis. The recommended guidewire size for this device is 0.035" as per specification. The customer's guidewire was not returned for analysis. The investigator was unable to load the device on to a boston scientific 0.035" guidewire due to shaft damage. A visual examination of the returned device found that the balloon had been inflated. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. Both markerbands were present in the correct place on the device. A visual and tactile examination found the shaft of the device to be severely stretched at more than one location. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, when passing through the wire, there was a bit of stiffness occurred. After completing the first dilation, the device was pulled back and found that the outer sheath near the balloon's distal end was separated. The device was slowly and carefully removed from the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.